Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 2,500 ohms), high, out of range shock impedance (greater than 125 ohms and increasing capture thresholds. The physician believes there to be diffuse tissue related. The lead remains implanted. No adverse patient effects were reported.